Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('gen. Abnorm. Bleed') and neoplasm malignant ('cancer') in a female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), tooth disorder ("dental probs") and headache ("headaches") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, fatigue, tooth disorder, headache, neoplasm malignant and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, neoplasm malignant, pelvic pain, tooth disorder, urinary tract disorder and weight decreased to be related to essure. The reporter commented: the plaintiff received treatment for menorrhagia, metorhagia, anemia, genital bleeding. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, device dislocation, bladder disorder, urinary tract disorder, fatigue, tooth disorder, headache, neoplasm malignant, weight decreased, device monitoring procedure not performed. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.